Manufacturer narrative:
The devices involved in the reported incident have not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that her son had a ventricular - peritoneal shunt for hydrocephalus implanted for 10 years. Because of infection this was removed on (B)(6), 2009. It was replaced with an external drainage system. This is managed at home. There have been 4 instances of leakage, on (B)(6) 2009; and (B)(6), 2009. The reporter stated that the accudrains leak from near the valve where the tubing is clamped. The patient has had two infections that required treatment with intravenous antibiotics. Integra has requested in writing additional clinical information from hospital personnel.